Event description:
Customer reported a button error on her insulin pump. When she tried to bolus, the numbers kept scrolling by themselves. Customer's blood glucose is 160 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.